Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sequence counters were given a percentage for atrial sensed ventricle sensed and atrial sensed ventricle paced when the cardiac resynchronization therapy pacemaker (crt-p) has an atrial port pin plug. The device remains in use. No patient complications have been reported as a result of this event.